Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b3, b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h10. No products was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record for item. 47-2485-095-10 lot. 3112405 identified no deviations or anomalies during manufacturing related to the reported event. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown guide wire, item#: unknown, lot#: unknown. Report source: foreign ¿ canada. Multiple MDR reports were filed for this event, please see associated report: 0009613350-2023-00069. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the surgeon experienced resistance when attempting to slide the lag screw over the guidewire. The guide wire was pushed into patient's pelvis, but a CT scan completed the day after surgery did not reveal any abdominal or pelvic injury. Due diligence is in progress for this complaint; to date no additional information or product has been received.